Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-04266. It was reported that one of the patient's leads had high impedances. It was noted the patient experienced ineffective therapy, but was able to be reprogrammed for coverage. It was noted the patient had a minor fall. As a result, the patient underwent surgical intervention during which both leads were explanted and replaced due to unrelated complications during the procedure. Effective therapy was established post-operatively and the impedance issue was resolved. It is unknown which lead had the high impedance issue, so both possible leads are being reported.